Manufacturer narrative:
Occupation: rn, msn, cns, ccrn, cardiovascular clinical nurse specialist. UDI# is incomplete as the catalog#, lot#, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the fiber optic sensor could not be recognized when attached. The customer had to immediately go to conventional method as the fiber optic sensor did not work from the start of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).